Manufacturer narrative:
Per tandem¿s user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl and "was unconscious". Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Customer called 911 (emergency services) and went to the emergency room. Customer was subsequently admitted to the hospital and was discharged approximately 3 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information.